Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been one other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported following the lens implantation a defect between optics and haptics as a fracture was noticed by the physician. It was decided that the lens be cut out and removed. The surgery was completed on the same day with a back up lens of the same diopter and model. There was no harm to the patient, and no complications. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was torn (still attached) in the haptic/optic junction area. The optic was torn/split/cracked from edge past center. A used qualified company cartridge was returned. Viscoelastic is observed in the cartridge. The cartridge does have evidence that it was placed in a handpiece. No tip damage observed. A qualified associated product was indicated. The associated handpiece and viscoelastic was not provided. It is unknown if qualified associated products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).